Event description:
It was reported the patient started to feel a vibration sensation near their pump the last couple of weeks. It was described as intermittent in nature and can vary in how often they felt it. It could be felt a couple times an hour at times. The pump was set to simple continuous mode and flow rate was about 0.1 ml/day. It was further reported that the patient felt the pump had "not worked as well, lately". The healthcare professional was going to bring the patient in to further examine the device.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l81765, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
The pump was used to infuse fentanyl.